Manufacturer narrative:
Concomitant medical products: product ID: 4592-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise with increasing ventricular fibrillation (vf) counters and sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.